Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was administered after the transeptal puncture and the patient¿s activated clotting time (act) was 319 second. A 27 mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was implanted with a complete seal. However, after the closure device was implanted there was a clot on the septum located on the side of the right atrium. No additional intervention was required and the patient was discharged the following day.